Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this recently implanted pacemaker experienced an elevated heart rate and blood pressure alongside shaking. Technical services (ts) was consulted and referred the patient to the following clinic to further investigate. This device remains in service. No adverse patient effects were reported.